Event description:
A customer reported a delivery delay with a replacement adc reader. The replacement device was issued due to a fast-draining battery when in use. Due to delivery delay, the customer had a loss of consciousness and was provided sugar and juice by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre 2 readers; no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.